Event description:
It was reported that an alert/notification setting occurred. On 03/01/2024, the patient reported not receiving a low alert on her cgm (continuous glucose monitor) while sleeping, which caused her to lose consciousness. This report will capture the incident that happened in (B)(6) of 2024. Ems (emergency medical services) was called. Once ems arrived, the patient was treated with IV glucose and the patient recovered after treatment. The patient was transported to the ER (emergency room). No further event details could be recalled by the patient, including any additional treatment/medication the patient may have received in the ER. The patient was in the ER less than 24 hours before being discharged home. The patient was feeling ¿ok¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 3 of 5 allegations of alert/notification settings. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4), (B)(4), (B)(4) and (B)(4).